Event description:
The customer reported that the device failed the op check. There was no patient involvement.

Manufacturer narrative:
Pr number: (B)(4): a follow up report will be submitted upon completion of the investigation.